Event description:
It was reported patient had a revision of right hip due to infection. Doctor did a liner exchange.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner (acetabular). An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.